Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a patient underwent an interventional cardiac catheterization procedure on (B)(6) 2011 in which the mynx was used to close the common femoral artery (cfa). Access was obtained at the common femoral artery via an unknown size procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the puncture site. No information was provided regarding the deployment steps taken during closure with the mynx. It was reported that hemostasis was achieved with the mynx. Reportedly, post catheterization, the patient developed an occlusion in the left leg. A vascular surgeon was consulted and intervened by treating the occlusion using a kissing-stent technique to open the occlusion. It was reported that the flow was restored and peripheral vascular disease (pvd) found at the site was treated at the same time. No further information was provided.